Manufacturer narrative:
(B)(4). Device labeling: (B)(4).

Event description:
Healthcare professional reported after injection with juvederm ultra and juvederm ultra plus in the cheeks, nasolabial folds, and jowls, the pt experienced "swelling, discharge and redness of the skin." Treatment performed included hyaluronidase injections in symptomatic locations and prescription of an unspecified oral antibiotic. It is unk if symptoms have resolved at this time. This is the same event and the same pt reported under MDR ID # 3005113652-2012-00020 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra, also a device manufactured by allergan.